Event description:
It was reported that the ilet cartridge became stuck in the device and could not be removed, and a replacement device was arranged while the user transitioned to backup subcutaneous insulin therapy; the device displayed no alerts or alarms and a blood glucose value of 228 mg/dl was reported. Symptoms included dizziness. Outcomes included interruption of insulin pump therapy and the need for backup insulin administration. Investigation included review of customer-provided information and verification of device identification. Investigation of this case revealed a mechanical cartridge retention issue in the pump cartridge compartment. It was concluded that the device experienced a cartridge removal failure, and replacement was warranted.